Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the bardia foley catheter insertion tray was missing syringe, it only came with a urine cup. Patient cannot use urine cup and can only use a syringe to fill foley.

Event description:
It was reported that the bardia foley catheter insertion tray was missing syringe, it only came with a urine cup. Patient cannot use urine cup and can only use a syringe to fill foley. Per customer via phone on (B)(6) 2024, it was reported trouble shooting done and replacement received and working well.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. No actions can be taken at this time since a root cause was not identified. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be machine speed out of parameters. The DHR review could not be performed without a lot number. A labeling review is not required because labeling could not have prevented the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.